Manufacturer narrative:
Visual analysis of the returned uphold mesh showed that the suture, with the needle at the end, had detached from the blue and white dilator. The complaint was confirmed. Mechanical analysis of the returned capio device found that the device operated freely and smoothly. A review of the manufacturing records was performed and no issues that could have contributed to this event were found. The directions for use includes the following precaution statement, "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The probable cause of this event was determined to be operational context.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician was pulling the mesh leg through the sacrospinous ligament with the capio device, the suture (with the needle at the end) broke and half and was captured inside the capio device. The physician completed the procedure with another uphold vaginal support system, without complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician was pulling the mesh leg through the sacrospinous ligament with the capio device, the suture (with the needle at the end) broke and half and was captured inside the capio device. The physician completed the procedure with another uphold vaginal support system, without complications to the patient, who is reportedly "fine" post-procedure.